Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a vial during activation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. A visual inspection revealed grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from coring of the vial stopper. A functional flow test was performed without noting any issues. An evaluation of the cannula of the vial-mate device was completed to ensure product compliance. There was no damage, nicks, or burrs present on the cannula. Dimensional analysis revealed that the cannula met specifications. However, the cannula entry site appeared to be at an angle. Activating the vial at an angle can create particulate matter by scraping against the flanges of the drug vial stoppers. The reported condition was verified. However, the cause of the condition could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted.